Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar instrument was analyzed and found to have a broken monopolar yaw pulley at the posts. Broken piece is missing as a result of breakage. Size of missing piece is approximately 4.76mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, permanent cautery hook instrument was found to have broken tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this occurred outside of surgical procedure. No fragment fell into patient. There was no reported injury.